Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure, the right atrial (ra) lead exhibited high threshold measurements and dislodged. The atrial lead was capped and a new ra lead was successfully implanted. No adverse patient effects reported.